Event description:
The connector was implanted without difficulty; however, about two hours post-operatively, flow through the graft stopped, the surgeon cut the vein near the connector, proceeded sutures, and the connector remains implanted. The surgeon indicated there may have been thrombus in the graft. No additional information was received.